Event description:
Additional information received from the healthcare provider (hcp) indicated that, to resolve the motor stall, the device was interrogated. The hcp called technical services for guidance and was told there was nothing they could do to make the motor restart. The motor did not recover after interrogation. The patient was told to contact the hcp if any signs or symptoms of withdrawal occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving prialt (ziconitide, snx-111) via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) today and the machine had not restarted itself yet. The healthcare provider stated that they have interrogated the pump about 3 times already and it was still stalled. It's been close to 3 hours since the patient left the MRI. The issue was not resolved through troubleshooting. Technical services recommended periodically re-interrogating the pump.